Manufacturer narrative:
The investigation determined that a particulate filter was installed in place of a vapor adsorption cartridge on a vitros 5600 system which has the potential to affect sample results. The root cause of the incorrect filter placement was because ocd packaged particulate filters in vac sales cartons. This issue was not detected by the user prior to use. Expected performance was obtained following the replacement of the particulate filter with the vac on the vitros 5600 system. The issue has been communicated to customers through customer letter cl12-316. The FDA's (B)(4) district office was notified of this issue on 20-december-2012 per recall number 1319681-12/20/2012-001-c.

Event description:
The customer reported that a particulate filter was installed in place of a vapor adsorption cartridge on a vitros 5600 system. The potential for the occurrence of biased results exists under this condition. These results may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).